Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was thought to have perforated as what was seen in the x-ray. There was an attempt to obtain additional information from the field representative but was unsuccessful. To date, this ra lead remains in service. No additional adverse patient effects were reported.